Manufacturer narrative:
(B)(4): no consequences to the patient were noted. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. By report, the proximal neck was tortuous but within the IFU. Final angiogram revealed a type I endoleak that was resolved after placing another manufacturer's stent. Patient anatomy likely contributed to the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was suitable for endovascular repair and the procedure was performed as prescribed. Final angiography revealed proximal type I endoleak. Another manufacturer's stent was placed and secured with a balloon catheter. It was confirmed proximal type I endoleak was resolved. No adverse effect on the patient.